Manufacturer narrative:
Result: corrosion in the siderails' mechanical mechanism.

Event description:
It was reported by service report that the head left and foot left siderails were stuck and would not lock in the up position. No pt involvement or adverse consequences reported.